Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:h6 product complaint # : (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Abstract of literature article was received entitled "the influence of deep knee flexion at the early postoperative stage and height of patellar on incidence of patellar clunk syndrome". Literature article "the influence of deep knee flexion at the early postoperative stage and height of patellar on incidence of patellar clunk syndrome" (2013) by a. Osawa, h. Kanazawa, k. Shitoto, m. Kinoshita, and y. Maruyama published by osteoarthritis and cartilage doi: https://doi.org/10.1016/j.joca.2013.02.619 was reviewed. The article purpose: to evaluate the association of patellar clunk syndrome with flexion and several other factors using the pfc sigma ps. The article reports: one hundred and nine posterior stabilized tkas were performed from 2009 to 2011, ninety-four of which were finally evaluated. All patients had a pfc sigma rp. The study was conducted with a mean follow-up of 2.2 years. Of the ninety-four knees evaluated, patellar clunk syndrome was identified in six. The 6-week postoperative knee flexion and postoperative low lying patellar were significantly associated with patellar clunk syndrome. No other measured factors showed any significant association with this syndrome. No other complications were noted. Patella resurfacing was not mentioned in the article. Cement usage (and manufacturer) were not disclosed. Depuy products involved: pfc sigma rp. Complications: patella clunk syndrome (6).